Manufacturer narrative:
Batch review performed on 22.december.2021: lot 1811181: (B)(4) items manufactured and released on 4-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold without other similar reported event. Additional item involved in the event, batch review performed on 22.december.2021: ball heads: cocr 01.25.013 cocr ball head 12/14 ø 28 size l +3.5 (k072857) lot. 185563 lot 185563: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold without other similar reported event.

Event description:
The patient came in 2 years and 6 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.